Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event of tip breakage. The received device was forwarded to depuy material science for evaluation. The observed crack is consistent with an overload fracture. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Based on the root cause of overload corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument was found cracked at the tip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.